Manufacturer narrative:
The pump was returned to animas for evaluation. The up arrow keypad button was intermittently responsive during testing. During investigation, the up arrow key contact was observed to be misaligned.

Event description:
It was reported that the up arrow button requires several presses for a response. It was reported that the keypad is intact and the pump is not exposed to water.